Event description:
Ethicon endo surgery harmonic focus shears was cleaned at the sterile field by submersing the tips into saline and activating the handpiece to aid with the release of stuck on bioburden. After the cleaning, the handpiece was making a "hissing" sound. Handpiece was working appropriately, but was making an unusual sound. Surgeon requested a new handpiece for the remainder of the case.